Event description:
(B)(6) study. It was reported that following a stenting treatment procedure, the patient experienced angina. The index procedure was performed in (B)(6) 2010. The 75% stenosed lesion was located in the proximal left anterior descending artery. It was 24mm long with a reference vessel diameter of 3.00mm. The lesion was treated with direct stent placement using a 3.00 x 28 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient was hospitalized for angina and treated with angiography without revascularization. Angiography showed left anterior descending stent restenosis. Flow wire showed non-obstructive disease; no intervention was performed and the patient was treated medically. The event was considered resolved without residual effects. The subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).